Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks for atrial fibrillation. The patient was noted to have weakness. Device reprogramming was performed and the device remains in use. The patient is a participant of the optilink hf study. No further patient complications have been reported as a result of this event.